Event description:
A pt was being positioned for a MRI head study with head first, supine. The pt was being advance into the scanner isocenter using the synergy head neck coil. The pt complained for her finger, on her left hand was being pinched. The technologist stopped the horizontal travel. The pt indicated that she could not remove her finger, so the technologist reversed the horizontal travel and slightly moved the table out, which seemed to release the pt's hand. The technologist feels that the pt had wrapped her finger under the side of the pt top and her middle finger became pinched in the space between the pt top and the pt support stretcher. The pt was removed from the scanner, evaluated, and sent to the emergency room for treatment which required stitches on her left hand finger.

Manufacturer narrative:
(Eval method) the warning of finger pinching is part of the instructions for use, to alert the operators for this kind of situation.